Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a driver broke off during surgery. The tip was not able to be removed from the screw head so the patient retained a foreign body. The procedure was completed using an alternative driver. There were no further patient impacts reported.

Manufacturer narrative:
The returned driver was evaluated. The tip was found to have broken off. The cause is attributed to a torque force which exceeded the mechanical strength of the driver tip. A design enhancement to reduce recurrence of this issue has been made; this device was manufactured prior to this enhancement. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling provides instructions on proper device usage.